Event description:
Coil was inserted into microcatheter being used; when the radiologists were ready to deploy coil mechanism would not work. No harm was done to the patient as this was recognized earlier on in procedure and removed from the patient safely.

Manufacturer narrative:
Deltaplush cerecyte microcoil 2 mm x 4 cm (cpl10020430/g11383) was inserted into microcatheter (details unknown) being used; when the radiologists were ready to deploy coil mechanism would not work. No harm was done to the patient as this was recognized earlier on in procedure and removed from the patient safely. The device positioning unit (dpu) passed electrical testing. The coil was detached on the first detachment cycle. Therefore, the root cause of the coil's nondetachment cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. No corrective actions will be taken at this time.